Manufacturer narrative:
As reported the pt did not follow the doctors recommendations and became pregnant at some point following the implant of the composix kugel hernia patch in her lower abdomen. She reports that during her pregnancy the mesh came free and she underwent a revision procedure to fix it and it remains implanted. The medical records provided were limited and did not include and medical documentation in regard to the revision procedure. Based on the currently available info there is no connection. That could be made between the pts current symptoms and the device. We are unable to determine to what extent, if any, the bard device may have caused or contributed to the need for the revision procedure. This MDR includes all pt, event and device info davol has received to date. If add'l info is obtained, a follow up MDR will be submitted.

Event description:
The following is based on medical records: on (B)(6) 2010 - the pt, who has endometriosis, was implanted with a composix kugel hernia patch during a procedure to remove abdominal wall masses, which were confirmed to be endometrioma.